Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the reciprocation arm was worn, the hinge gasket was damaged, and the motor speed was unstable. The reciprocation arm, hinge and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: united kingdom.

Event description:
It was reported that during surgery, the handpiece sounds odd when in use causing it to rattle. There was no patient harm/injury reported and was a surgical delay. During product evaluation, it was found that the motor speed was unstable. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.